Manufacturer narrative:
Concomitant product: 5592 lead implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced groin bruits post cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and left ventricular (lv) lead implant. An ultrasound demonstrated no pseudoaneurysm or fistula. The bruits were most likely related to peripheral artery disease but were deemed to be procedure-related. The patient also developed acute left arm swelling. An ultrasound showed acute deep vein thrombosis involving an axillary and brachial vein and an acute thrombus involving a basilic and cephalic vein. This was also deemed to be procedure-related. The crt-d, rv lead and lv lead remain implanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.